Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that the battery compartment was intact and there was no noted moisture ingress related to the issue. The reporter confirmed that the o-ring on the battery cap was not visible at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the pump black box data revealed no intermittent power observed but a cs 054 error was observed. The intermittent power complaint was unable to be duplicated. The battery was able to fully tighten and was within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked in the thread area. The pump powered on to a dim and discolored display. (B)(4).